Event description:
It was reported that the pr logic on the device did not work and the patient received inappropriate therapy. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 79% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. The analyst commented, longevity calculation equals 79%. Battery depletion curve equals 98%. Projected longevity at recommended replacement time (rrt) equals 81%. Concomitant products: 694965, implantable tachy lead, (B)(6) 2007; 407645, implantable pacing lead, (B)(6) 2007. (B)(4).